Manufacturer narrative:
Evaluation of the returned rhv revealed a functional accessory. During functional testing, the stopcock connected to the side port of the rhv was able to be rotated without an issue, and fluid was able to be flushed through the stopcock and rhv without an issue. Further evaluation revealed that the neck of the rhv side port was damaged. This was likely incidental to the reported complaint and the root cause could not be determined. Penumbra accessories are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliofemoral vein using a rotating hemostasis valve (rhv) packaged with an indigo system aspiration catheter 12 (cat12). During the procedure, the cat12 was advanced to face the clot and the physician attempted to open the stopcock connected to the side port of the rhv to begin aspiration. However, after numerous attempts, the physcian was unable to open the stopcock; therefore, the rhv was removed. The procedure was completed using a new rhv and the same cat12. There was no report of an adverse effect to the patient.